Event description:
It was reported to kendall that an employee had picked up container and was stuck by a needle that had penetrated thru the side of the container. Puncture was 3 to 4 inches from bottom of container, in middle of side wall. Looked like insulin syringe, protruding max 1/8 in. Sharps container was approx half full; disposed of.